Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received a replace battery now alarm every thirty minutes even though they had already replaced the battery. Customer's blood glucose was 16.9 mmol/l. They said that their pump had already experienced this alarm in the past and the internal battery had already been reset. The customer stated that between yesterday and today, they had already reset the pump's internal battery five times. Customer was advised that insulin pump would need to be replaced. The pump will be returned for analysis.